Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch due to out of range pace impedances. The impedances were over 2000 ohms. The patient was brought in for further testing. The out of range impedances were noted in both unipolar and bipolar and noise was observed when the patient coughed. The rv lead was then surgically abandoned and replaced. The lead was suspected to be fractured, but no abormalities were observed via fluoroscopy during the revision. No additional adverse patient effects were reported.